Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, end cap address label faded and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the reservoir compartment. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.